Event description:
It was reported that a pt underwent a sling procedure in 2008. When the pt awakened from anesthesia, she was unable to rotate her left leg or bear weight without severe pain from the groin to the left foot. The pt saw the surgeon multiple times post-operatively and had to use crutches for several weeks to aid in ambulation. The pt had approx ten months of physical therapy for pain and pain mgmt with medication. The pt sought second opinions from a urologist and from another gynecologist and was referred to a urogynecologist in the summer for 2007 for further eval. The pt had a surgery the same year to remove the left portion of the sling from under the urethra to the left pelvic sidewall. The urogynecologist opined that the sling appeared to be too high and too tight. The pt continues to have significiant groin and left thigh pain that has not improved after the partial removal of the sling. The pt presently is in the process of scheduling another surgery with a urologist and an orthopedic surgeon to dissect the sling material out of the tendon.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.